Event description:
This lead caused diaphragmatic stimulation. No info is available regarding if this lead was implanted or not. This is all the available info. If additional info becomes available, this event will be updated.